Manufacturer narrative:
From available information, there is no return material authorization (RMA) associated with this complaint. Also, there is no allegation or evidence that an intuitive surgical, inc. (Isi) davinci system, instrumentation or accessories caused or contributed to this reported adverse event. Therefore, there is no isi product expected to return for failure analysis evaluation. Without the returned instrument a failure analysis could not be performed. Based on the current provided information, the most probable root cause of this reported adverse event was due to the patient¿s anatomy and pre-existing medical condition. A review of the procedure log showed a ureteral reimplantation procedure was performed on (B)(6) 2022 on system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the surgeon opted to convert to open surgery due to patient ventilation issue and the large amount of adhesions, which obstructed the view making it difficult for the surgeon to proceed robotically. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the surgeon had decided to convert to open surgery due to the patient¿s anatomy and not due to any reason with the system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted that the procedure was converted to open due to a large amount of adhesions. The surgeon had placed ports and started docking the system at 25 degree trendelenburg position. There was still a large amount of small bowel in view making it difficult to proceed. The patient was also difficult to ventilate in that table position. The surgeon then opted to convert to open surgery. The customer noted there were no immediate complications with the conversion to open. However, the patient was older and was admitted to the ICU for conversion to open and ventilation issues. The patient was not discharged until (B)(6) 2022. Post operative complications included abdominal pain and difficulty breathing for which the patient was readmitted to the emergency room (ER) from (B)(6) 2022 to (B)(6) 2022.